Event description:
A medtronic representative reported the stealthstation treon treatment guidance system becomes unresponsive intermittently and without notice in the navigation phase during surgery. The surgery was continued without navigation. No impact to the patient outcome was reported.

Manufacturer narrative:
The patient demographic information was requested, but has not been given to the manufacturer. Multiple attempts to repair the system in the field have been made without success. The suspect part has not been returned to the manufacturer. Negotiations to replace system have been initiated.